Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, possible under delivery of insulin and hospitalization. Customer's blood glucose level was 376 mg/dl. Troubleshooting was not performed. Customer treated their high blood glucose via insulin pump and hospitalization. Customer alleged the insulin pump under delivered insulin since their doctor believed that was the case. Customer declined to troubleshoot and test the insulin pump. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will be returned for analysis.